Event description:
It was reported the pt experienced a tingling sensation across the entire head when the device is turned on, causing pain while the pt writes. The clinician reprogrammed the left lead but the pt still felt the sensation. The pt was scheduled to see a surgeon and undergo a CT scan. Add'l info has been requested from the hcp, but was not available as of the date of this report.